Manufacturer narrative:
The device referenced in this report has been received by olympus for evaluation, however device evaluation is not complete at this time. The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon receipt of additional relevant information or upon completion of the investigation.

Event description:
It is reported while preparing a video system for use, the video socket was broken and unable to be connected, so color bars were displayed on the screen when connected to a cyf-v2 scope. There was no patient impact related to this occurrence.

Manufacturer narrative:
This report is being updated to provide investigation results. Physical evaluation of the complaint device reveals: the user's report is confirmed. The scope was not connecting and was showing color bars due to a bent pin inside the video connector. The device history record (DHR) for the complaint device has been reviewed and it is confirmed that the device met all design and quality specification when it was shipped. The instructions for use (IFU) shipped with the device provides the user the following information related to the reported event: do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur. Connect the video connector all the way into the socket. The improper connection may increase image noise or may cause disappearance of the endoscopic image during operation. When the video connector is disconnected, the color bar is displayed. Conclusion: the definitive cause of the reported events could not be established. Since the video socket is damaged and the scope cannot be connected, it is presumed that unintentional excess stress was applied to the connector by the user.